Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sale representative reported that the device, smi-02ap, spectrum autopass suture passer was found during pre-operative testing prior to an unknown procedure on approximately (B)(6) 2021 when it was reported as " unit is broken." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. There was no report of device fragmentation. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.